Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06489. It was reported the patient's lead incision sites were scabbed and appeared to be infected. The patient was taken to the operating room to clean the wound and remove the anchoring stitch the physician believed to have caused the issue. The physician then sutured the lead and closed the wound. Cultures taken were positive for a staph infection. The patient was treated with IV vancomycin and will remain on antibiotics for six weeks. The patient will continue to follow up with her physician to determine if any further action is necessary to address the issue.